Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error. Customer's current blood glucose was not given. Insulin pump will be return for analysis.

Manufacturer narrative:
After battery installation unit alarms pump error and unable to clear due to corroded motor and force sensor assemblies. Unable to verify operational currents or perform self test, rewind, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, delivery accuracy test or download unit due to constant pump error alarm.